Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that the rv pacing impedance and lv pacing impedance also increased in the same pattern. Ts provided a potential cause and suggested monitoring the impedances. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.